Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a french customer. This is same/similar to us freestyle libre 2 ios application, model number 71926-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing high alarm issue was reported with the abbott diabetes care (adc) device in use with iphone xr with ios operating system version 18.7.7 and freestyle librelink application version 2.13.1.9278. The high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced vomiting and was unable to self-treat, requiring non-healthcare professional administration of 2 iu of rapid-acting insulin for treatment. There was no report of death or permanent impairment associated with this event.